Event description:
It was reported the pt is without stimulation. X-rays were taken and revealed the lead has migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.